Event description:
It was reported to zimmer, inc. From the pt's son, that after review of medical records, it was indicated that faulty cement glue was noted during revision surgery. The initial implant was completed on (B)(6) 2008; with the doctor's report of the failure of cement noted during revision surgery on (B)(6) 2008. The operation note for (B)(6) 2008 documented that "there was a failure of cement to function properly. Surgeon stated that in his opinion that "there was a bad batch of cement used for this pt as having loosening at four to five months postoperatively is very uncharacteristic of total knee replacements because he otherwise had a very good position of the knee." Revision surgery completed with new (depuy) components.

Manufacturer narrative:
The device was not being returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.